Event description:
The customer reported that the device has a line failure. Further information was provided that the customer reported that the device cannot measure ECG. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has a line failure. There was no patient involvement reported.